Event description:
It was reported that the patient presented remotely to the clinic via merlin net transmission. Transmissions revealed the patient's right ventricular (rv) lead had an increased capture threshold and high impedance measurement. The rv lead was capped and replaced on (B)(6) 2024. The patient was in a stable condition throughout.